Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump errors. The customer¿s blood glucose value was unknown. The customer also assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected or the motor arm cannot communicate with the main arm alarms during testing however, the formatted history file confirmed software error detected alarm and the motor arm cannot communicate with the main arm alarms due to a software error.